Event description:
It was reported that: self ambulating resident, slipped and fell against the post at the foot end of his bed. Resident impaled himself on the post as a result of the fall, with the post cap penetrating the skin. The resident injury was relatively minor as the post did not damage arteries, veins, or nerves on entrance or removal. Resident transported to the ER, returned to facility (same day) with pemrose drain stitched in place.